Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the silicon jacket of the patient's percutaneous lead was caught in a zipper and has torn. A red heart alarm was also reported during the event. The percutaneous lead was evaluated by the manufacturer's technical service representative and damage to the lead was found. The distal end of the percutaneous lead was replaced. The patient remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. The attached user facility report ((B)(4)) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.